Event description:
It was reported that the activa rc wireless recharger was unable to be turned on and the battery indicator kept flashing. A suspected hardware problem was identified. Multiple resets of the recharger were performed, and the recharger dock was replaced in an attempt to charge the device, but the issue persisted. Replacement of the recharger was arranged and the issue resolved. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID wr9200-svc lot# serial#(B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200-svc, serial/lot #:(B)(6) : h3: analysis of the wr9200-svc wireless recharger (serial number (B)(6) ) revealed the device is unresponsive, leds scroll contin uously, and the flash sector read/write protection bits have become set medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.